Event description:
It was reported that the stylus could not be calibrated to the programmer 's screen. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the stylus could not be calibrated to the screen. As a result the stylus and overlay assembly were replaced and calibrated.